Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported that during setup for a cataract procedure, the system froze. An alternate system was used to proceed with surgery. There was no pt involvement.